Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 120 to 130mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 183mg/dl and 115mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 04/17/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 183mg/dl and 115mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 04/17/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 163 mg/dl, (B)(6) 2015, 03:07pm; 190 mg/dl, (B)(6) 2015, 06:46am; 185 mg/dl, (B)(6) 2015, 06:33pm; 176 mg/dl, (B)(6) 2015, 06:58am; 433 mg/dl, (B)(6) 2015, 06:47pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.